Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 550 mg/dl or 560 mg/dl. The customer had not reported symptoms of their blood glucose levels. The customer treated with insulin. Customer states her pump was not working and was hospitalized for high blood glucose readings while she was waiting for the pump to be delivered. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017 in the evening. The blood glucose value when admitted to hospital with 550 or 560 mg/dl. The customer complained about hyperglycemia. The customer cause of hospitalization per healthcare professional's was hyperglycemia. The product was not returned for analysis.